Event description:
Boston scientific crm received information in (B)(6) 2010 that this device and competitor leads were explanted and replaced due to infection. The infection developed following a vacation to (B)(6). The patient had disregarded the physician's instruction not to engage in swimming activities. The device and all of the competitor leads were explanted and replaced in (B)(6) 2010. A boston scientific local representative was no present during the (B)(6) 2010 device/lead explant procedure.

Manufacturer narrative:
There were no adverse events reported following the explant procedure.